Event description:
Customer reported the system will not fluoro the first time the system is booted up for the day. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated all pcbs in the workstation. System operates as intended.